Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 24 synergy ii drug-eluting stent, the stent prematurely deployed on the table. The device never entered the patient's body. No patient complications were reported.